Event description:
Boston scientific crm rec'd and reported the following info: "this lead was explanted due to infection."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event. Although a portion of the device has been returned, its implantation, explanation and decontamination do not allow for meaningful testing regarding its potential contribution to the event. Add'l brand name: 35 cm bipolar lead, model # 511211, serial #: (B)(4), other #: bsc model 4046.